Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens adhesive joint was peeling. Based on historical data, possible causes include component damage or degradation, environmental issues like dust, contamination, humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit breaks. The most probable cause of the complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope exhibited a pink line on the image. The event occurred during a therapeutic procedure, and it was completed with an olympus back up device with no delay. There were no reports of patient harm.